Event description:
The consumer allegedly fell off the raised toilet seat and sustained a black eye. No serious injury is alleged.

Manufacturer narrative:
Consumer alleges they were sitting on the unit and fell off. The device has a weight limitation and user's weight information has not been disclosed. Current user guide warns to "be sure to center your weight on the raised toilet seat as the seat may tip if you lean to far forward or to either side". Nature of complaint suggest improper use. MDR filed based on alleged injury.